Event description:
It was reported that during an post operative check the right ventricular (rv) lead and right atrial (ra) lead had dislodged. The l eads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.